Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to perform the cartridge air removal process and was unable to push down on the plunger to introduce insulin into the cartridge. Multiple supply changes were performed to address this issue. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support educated the customer in the loading process.